Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with a documented value of 61 mg/dl and fluctuating readings, in the context of missed meal announcements and concerns about proper device use; the user treated with oral carbohydrates and no alerts or alarms were reported. Symptoms included irritability. Outcomes included no medical intervention, no assistance, no ketone testing, and no hospitalization. Investigation included review of user-reported data and arranging additional user training. Investigation of this case revealed user handling related to missed meal announcements as a likely contributor. It was concluded that the event was related to use error and that additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.